Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Event description:
Additional information noted that upon the revision this lead was re used with a new device as no infection was confirmed when it comes to the leads.